Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4): lens lost at facility.

Event description:
The reporter indicated the surgeon inserted a cc4204a collamer aspheric single piece lens but the lens tore. The lens was removed and was lost on the sterile field. The reporter indicated the cause of the event was due to the lens having been loaded improperly.